Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra resilia valve, implanted in the aortic position, failed due to regurgitation after an implant duration of 2 years and 6 months. The patient is scheduled to undergo valve explant.

Manufacturer narrative:
Investigation is ongoing.